Event description:
A complete se stent was to be used to treat a lesion in the cephalic vein. The lesion was minimally calcified and minimally tortuous. The device was removed from packaging per IFU, inspected and prepped per IFU with no issues noted. The lesion was pre-dilated once to 10atms. Resistance was experienced when advancing the device to/across the lesion. It was reported that the physician experienced difficulty removing device prior to stent deployment ¿ the stent would not fully come out of deployment sheath. Minimal force was used on the wire when delivering the device through the guide catheter. The device did not pass through a previously-deployed stent. No patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: failure to follow instructions (device not indicated for use in cephalic vein), related to operational context (deployment/positioning difficulties most likely procedural related). Conclusion: failure to follow instructions (device not indicated for use in cephalic vein), operational context contributed to event (deployment/positioning difficulties most likely procedural related). (B)(4).

Event description:
Device evaluation: a number of distal and mid stent segments were exposed and deployed with a number of struts slightly deformed. The proximal end of the distal tip was flared and slightly raised. The distal end of the tip was slightly damaged. Review of the inner member confirmed that no detachment had occurred which could have resulted in the partial stent deployment. The red safety clip was not present on the returned device. A gap of approximately 4.5cm was visible between the blue slider and front grip. The stent was deployed without issue.

Manufacturer narrative:
Results, conclusion: limited information, root cause undetermined. Device used in the cephalic vein. Device or cine images not returned for evaluation. Device not returned for evaluation. ) (B)(4).